Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia and insulin pump received motor error and no delivery alarm. The customer¿s blood glucose level was 566 mg/dl. Customer reports that the drive support cap was flush. The customer was advised to discontinue the use of insulin pump and revert to back up. The device will be returned for analysis. Frn-unk-rsvr, unomed set.